Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalog u500 insulin with the pump. Tandem customer technical support informed customer that u500 insulin is off-label per the user guide. Reportedly, the customer removed insulin from an old cartridge and load it into the current cartridge. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.